Manufacturer narrative:
The physician indicated that it was a difficult placement due to the patient's anatomy and bone structure. The lead could not be kept on the midline during advancement. Impedance was taken during and after lead placement and it was normal. After the patient was released from the ER, the implanting physician, met with the patient and advised her to lay flat and rest. The physician indicated that her headache was due to csf leak. Follow up on (B)(6) 2015 with the patient indicated that the headache had resolved and the patient was doing fine.

Event description:
It was reported to nevro that a patient had a spinal headache following her permanent procedure on (B)(6) 2015. On (B)(6) 2015, the patient went to the ER because of the persistent nausea/vomiting from the headache pain. She was given IV fluids and antiemetic medications.